Event description:
Reported via journal article it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) years post procedure the patient presented to the hospital with acute right hemiparesis. Computed tomography (CT) of the patient's head excluded hemorrhage, and a CT angiogram revealed moderate calcified atherosclerotic plaque without hemodynamically significant stenosis. The patient was given intravenous alteplase while in the emergency room. Subsequent MRI brain showed scattered punctate strokes throughout bilateral hemispheres. Transesophageal echo (tee) revealed left atrial dilation and a 0.9cm by 0.9cm, device related thrombus on the left atrial side of the closure device. The device was well seated without evidence of residual flow. Given thrombocytosis and infarcts, a body CT was ordered and confirmed the device related thrombosis protruding into the left atrium, attached to the superior aspect of the watchman closure device.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: armouti, a. O., amin, s., & rose, d. Z. (2024). Late device related thrombus associated with occult malignancy years after left atrial appendage closure. Journal of stroke and cerebrovascular diseases, 33, 107618. Https://doi.org/10.1016/j.jstrokecerebrovasdis.2024.107618